Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between july and october 2024 recorded varying sensing amplitudes between 1 mv and 2.5 mv. The pacing impedance showed a decreasing trend from 550 ohms to 450 ohms with singular outliers to around 50 ohms. Furthermore the pacing threshold trend showed slightly decreasing values from 0.75 v to 0.6 v. The analysis of the provided iegm extract revealed artifacts on the atrial channel leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing in the ventricular channel was observed. Should additional information be received, this file will be updated.